Event description:
The customer reported that while in use, the xhibit central station software would lock up. The customer stated that when attempting to reset the device, the unit would boot cycle until the power is disconnected. The unit was shipped to spacelabs healthcare for further evaluation. The device was tested and the reported problem was verified. The device had a build up of dust and debris as well as corrupted software. The unit was properly cleaned out and the software was reloaded. The device passed all final functional testing and the unit was returned to the customer.